Manufacturer narrative:
Concomitant medical product: 5076 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing impedance was greater than 3000 ohms and a lead warning was triggered. The lead was programmed off. No patient complications have been reported as a result of this event.